Event description:
A lead extraction commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function and redundant lead. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. During the procedure, the rv lead was removed with no reported complications. Attempting to remove the ra lead, the physician used a spectranetics tightrail sub-c rotating dilator sheath, then used a 13f tightrail (long) device. Progress stalled in the area of the innominate/superior vena cava (svc) junction. A cook medical needle''s eye snare was used to provide traction to the ra lead from a femoral approach while advancing the 13f tightrail from the pocket, but no advancement could be made. Attempt was then made to snap the ra lead where the femoral sheath and tightrail joined, when the patient''s blood pressure dropped with an increasing heart rate. There was no sign of a pericardial effusion, and a new pacemaker was implanted through ipsilateral veins (this access had been gained prior to extraction). After implant, the patient''s condition further deteriorated. Pleural effusions were noted. Rescue efforts began immediately, including rescue balloon; however, inflation of the balloon led to an increased drop in blood pressure so the balloon was deflated. A thoracotomy began and a large perforation of the innominate vein was discovered and successfully repaired. The patient was awake and stable the following day. Three days post-procedure on (B)(6) 2023, the patient experienced a pulmonary embolism from an unk cause. This occurred after-hours, so the patient received thrombolysis instead of a thrombectomy. This led to bleeding in the brain and ultimately a pulseless electrical activity (pea) arrest. The patient was placed on extracorporeal membrane oxygenation (ECMO), after being down (while attempts at rescue continued) for approximately 20 minutes. The patient was declared brain dead on (B)(6) 2023 and died (B)(6) 2023 after being removed from life support. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention. Although the patient died, the death was not caused or contributed by the use of any spectranetics device; it was determined to be a procedural complication. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Weight: patient''s weight unk. Device evaluated by MFR: the device was discarded, thus no investigation could be completed. Perforation of vessels is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.